Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a 30k cav.thinsert-fg,packed broke during use. The broken part broke in the patient's mouth and it was unable to be located. The patient required MRI imaging to verify it was not stuck in their lungs. The rest of the broken insert was discarded. Reportedly, no injury.